Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's permanent implant procedure, a wet tap occurred. The physician performed a blood patch and the procedure was abandoned. The pt was asymptomatic postoperative. F/u on (B)(6) 2013 identified the pt remained asymptomatic since the event.